Event description:
Caller reported that the t: slim x2 pump battery was not charging, and a power source alert, alert 07, was present in the pump history. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer reverted to alternate method of insulin therapy.